Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the biometric identification scanner failed. A field service engineer confirmed that there was no need for biometric identification scanner replacement and there was 400 transactions and 94% was successful. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system 3sou biometric identification scanner failed. The customer stated that the malfunction occurred during medication removal and there was no delay in patient care. There were no adverse events or injuries reported based on this event.